Manufacturer narrative:
The device manufacture date is not known. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the procedure was not completed successfully.

Manufacturer narrative:
This is an MDR supplement correction to update our initial filing. At the time that this event was reported, we were told that the procedure was procedure not completed successfully. Our MDR filing was based on procedure not completed successfully. However, additional information received october 3, 2017 indicated that the procedure was completed successfully.

Event description:
It was reported that the procedure was not completed successfully.